Event description:
It was reported by the dealer that the unit is displaying one red and two green alert lights, causing unit to alarm. This is a rental unit; no patient injury reported, no additional information provided.